Event description:
Caller reports being unable to obtain a result due to an error on the aviva system while customer was having low blood glucose symptoms. Customer was treated with a candy bar, sandwich, and orange juice. Customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was unable to obtain this information from the caller.